Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and discomfort at the ipg site. The patient indicated the ipg is too superficial which is causing the pain and discomfort. Additionally, the patient indicated experiencing pocket stimulation, however it is unknown if the issue occurred with stimulation on or off. Surgical intervention was undertaken and the patient's ipg was explanted and replaced. The physician also moved the pocket site more lateral. The patient reported effective stimulation coverage postoperative.